Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient¿s implantable neurostimulator (ins) was dead/depleted and had been for 6-7 months (patient was did not know exact date). An overdischarge was reviewed with the patient. There were no further complications reported or anticipated.